Event description:
It was reported that during a breast biopsy, while trying to close the probe, the screen shut down. Turned the unit back on and tried to close the probe again then received a green cable error code and the clutch signal on the screen. Changed probes and attempted to biopsy another site when they noticed that the red line on the screen did not correlate with the position of the probe. Aborted the case, rescheduled the patient and sent her home under normal post biopsy instructions.